Event description:
It was reported that following a 2nd vercise dbs ipg implant procedure, the patient's original ipg was experiencing difficulty charging. During the implant procedure an electric scalpel was used which might have potentially damaged the original ipg. An ipg database analysis was performed which determined that the ipg is experiencing a higher than normal discharge rate and has malfunctioned.

Event description:
It was reported that following a 2nd vercise dbs ipg implant procedure, the patient's original ipg was experiencing difficulty charging. During the implant procedure an electric scalpel was used which might have potentially damaged the original ipg. An ipg database analysis was performed which determined that the ipg is experiencing a higher than normal discharge rate and has malfunctioned. Additional information was received that the ipg was explanted. The patient is experiencing no adverse effects following the explant procedure.

Manufacturer narrative:
The returned ipg was analyzed and was found to be in hibernation but was able to be fully charged in one cycle. The patient's database was reviewed and confirmed that the depletion rate had increased recently following a surgical procedure. An electrical test found excessive quiescent current due to component damage. With all the available information, boston scientific concludes the reported event was confirmed. The ipg's depletion rate was increased following a surgical procedure. An electrical test found excessive quiescent current due to component damage. Therefore, the most probable cause is an unintended use error caused or contributed to the event.

Event description:
It was reported that following a 2nd vercise dbs ipg implant procedure, the patient's original ipg was experiencing difficulty charging. During the implant procedure an electric scalpel was used which might have potentially damaged the original ipg. An ipg database analysis was performed which determined that the ipg is experiencing a higher than normal discharge rate and has malfunctioned. Additional information was received that the ipg was explanted. The patient is experiencing no adverse effects following the explant procedure.